Event description:
It was reported that the procedure was to treat an 80% stenosed lesion in the left anterior descending (lad) artery with mild calcification. The 2.25x18mm xience alpine stent delivery system (sds) was attempted to deployed at the target lesion; however, the stent failed to deploy. Therefore, the sds was removed from the patient and another xience alpine stent was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported activation failure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.